Manufacturer narrative:
A ge representative evaluated the system and reseated the ffb circuit board. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the collimator closed down and had to reboot the system. No patient injury was reported.